Event description:
It was reported that the patient felt dizzy and had general numbness. She stated that she attempted to test her blood glucose level when she began feeling these symptoms, but the device would not turn on. Her son saw that she was unwell and took her to the hospital where she was treated with insulin. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.